Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed that the unit was damaged due to a saline spill as a result of user error. The fse opened and inspected the internal boards. The fse replaced the following parts due to contamination by saline intrusion and fiber optic failure: front end board, fiber optic assembly, coiled cord cable, backplane to coiled cord cable, power supply assembly, power slot interface board and flat washer. The unit cycled overnight on a simulator and test balloon before returning to service. The iabp unit functions were tested and passed. The unit was cleared for cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a monitor related issue. Saline spilled onto the unit and it was taken out of service. There was no patient involvement, thus no adverse event was reported.